Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Later the family member called back and stated that the tubing was cracked where connects to the reservoir. The family member stated that they feels being caused by their pt wearing the pump in their pocket. Advised customer the pump is working properly and could continue on the pump. Instructed customer to try the silhouette and call if further assistance is needed.